Event description:
During a wrist arthroscopy, the distal tip of the agressive cutter mentioned below broke. The surgeon managed to remove the broken piece.

Manufacturer narrative:
The unit related to the condition was received at our facilities for investigation. During the investigation, it was found that the unit was completely bent and with marks. The root cause for the non conformance is product misuse because excess load applied to the unit during the surgery. Based on the presence of marks within the unit it can be inferred that excessive side load was applied. The tip broke off in the middle of the window because of the load applied. The ncr database and batch record was auditied but no non conformance was seeing with this p/n in the manufacturing area. There are two warnings in the IFU which warn against 1. Excessive pressue, 2. Contacting blades with metal objects (such as applying pressure to the inner shaft so that it rubs against the outer housing).